Event description:
It was reported that the patient experienced a loss of therapeutic effect and was to have her device checked out at outpatient surgery. It was noted that the implantable neurostimulator (ins) had not been functioning for 9 months and was unable to connect with a patient programmer or physician programmer. It was believed that the ins had normal battery depletion with a potential of the leads having disconnected from the ins. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v192542, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).